Event description:
Philips received a complaint from the customer biomedical engineer (bme) reporting battery failure message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the bme and confirmed the issue occurred following replacement of the power management (pm) printed circuit board assembly (pcba). The pm pcba was updated as a mandatory v60 field change order (fco). The issue was due to the use of a non-OEM (original equipment manufacturer) battery which has been determined to be not compatible with the updated pm pcba. The bme reported the non-original equipment manufacturer (OEM) battery was replaced with a philips/OEM battery to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.